Event description:
It was reported that the patient had a coracoid fracture seven days post-op following an open ac joint reconstruction surgery. The reporter stated standard technique was followed during the case and the surgical outcome was satisfactory; no complications were noted. At seven days post-op, against doctor's orders, the patient was using a screwdriver. The coracoid button pulled through the base of the coracoid, fracturing the bone. No revision/second surgery was scheduled at the time of this report. Quality of bone was reported as average. Date of surgery was provided as 2009. Patient demographics (age at time of event, date of birth, weight) and exact dates of surgery and of event were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of this event was patient non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.